Event description:
It was reported that the bd safetyglide¿ needle was blocked and wouldn't push out fluid. This occurred at least once in lots 2024137 and an unspecified lot. The following information was provided by the initial reporter: "issue; put fluid in and can not push anything out no harm".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-may-2023. H6: investigation summary thirty-nine samples from lot 2024137 were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with the returned sample analysis the symptom reported is confirmed. One sample from unknown lot was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution, clogged needle was confirmed. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and wouldn't push out fluid. This occurred at least once in lots 2024137 and an unspecified lot. The following information was provided by the initial reporter: "issue; put fluid in and can not push anything out no harm".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.